Manufacturer narrative:
(B)(4). The lead was not returned to the manufacturer.

Event description:
It was reported that the left ventricular (lv) dislodged. The lead was repositioned and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.